Event description:
It was reported that the device failed during use. During on-site checking in follow-up to the event, the draeger technician replaced the water trap due to found water in it. Thus, the issue was considered related to a disturbance of the patient gas monitoring functionality. However, based on the investigation of the whole logfile for the date of event, only a leakage during system test was found, and also a warmstart of the atlan 1.5 hours after the reported time of event was found during use. The performed warmstart during use is to be assessed reportable. There was no patient injury reported.

Manufacturer narrative:
Based on the logfile analysis, it was reconstructed that the atlan was switched on at 5:02pm and at 5:10pm a system test was started on the reported date of event. The atlan did not pass the system test due to a leakage. It could be further reconstructed that the leakage problem was solved, the test was repeated at 5:14pm and the test then passed. Further log analysis then shows a warmstart performed during use, likely caused by a watchdog event, on the same date approx. 1.5 hours after the reported time of event, at 6:52pm. In case the device initiates a warmstart, therapy is interrupted briefly. After a maximum of 15s, the ventilation is automatically continued with the latest valid device settings. Manual ventilation remains possible at all times. The exact root cause for the warmstart could not be finally determined. There were no indications for a hardware problem causing the warmstart found. During on-site checking in follow-up to the event, the water trap was replaced addressing the water found in the water trap. After replacement of the water trap, the device was tested and confirmed to be operating per manufacturer¿s specification. The device was returned back to use without further problems found. Since no further issues were reported and since no indications for a hardware failure causing the warmstart were found, it can be considered likely that a temporary/sporadic deviation was detected triggering a warmstart in order to solve the issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.